Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient had an instability/dislocation (4 episodes of anterior dislocations over the past year) ; the dislocations seem to happen with rapid/dynamic external rotation. Patient ID: (B)(4).